Event description:
On (B)(4) 2014, cormatrix cardiovascular received details of an event involving the use of cormatrix ecm for cardiac tissue repair and a reported case of patch dehiscence. Details of the event are provided below. It was reported that the cormatrix ecm for cardiac tissue repair was used for a mitral valve leaflet augmentation procedure. The patient later required secondary surgery due to a small dehiscence on the edge that was repaired with a few sutures.

Manufacturer narrative:
No sample was available for eval since the product remained implanted. The IFU for the cormatrix ecm for cardiac tissue repair lists a potential complication as "patch dehiscence."" The IFU also states, "device must be sutured to viable native tissue" and "place the edge of the cormatrix ecm in contact with viable tissue." Exact details regarding the implant procedure are currently unavailable. The implant procedure was performed by a different surgeon at a different hospital than the initial reporter.